Event description:
Vague report received from baxter-australia states two incidents of overinfusion occurred during patient use. Report indicates total infusion time was 12 hours versus the expected 24 hours. Devices contained cephalothin (no diluent provided) for a total fill volume of 240 mls. Reporter indicates no additional information is available regarding these incidents. No patient injury was reported.